Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, received "notice of litigation that patient underwent successful low anterior resection for recurrent diverticulitis and was discharged on postop day 6. It was further reported that patient returned to hospital later that same day with abdominal pain and possible shingles and admitted for 2 days. 2 days later, patient was again admitted for abdominal and chest pain. A CT scan on post op day 12 revealed ¿fluid collection to the right side of sigmoid colon¿ measuring 4.4cm. Patient was also diagnosed with pulmonary embolism and shingles. Drains were placed to treat the abscess."